Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. After setting up the guidezilla ii guide catheter, an attempt was made to deliver a 3.50mm / 38mm synergy ii drug eluting stent. The stent was caught by the collar part of the guidezilla ii and was deformed. Both the guidezilla ii and the deformed stent were removed from the patient's body. The procedure was completed using a non-bsc guide catheter and another 3.50mm / 38mm synergy stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. After setting up the guidezilla ii guide catheter, an attempt was made to deliver a 3.50mm / 38mm synergy ii drug eluting stent. The stent was caught by the collar part of the guidezilla ii and was deformed. Both the guidezilla ii and the deformed stent were removed from the patient's body. The procedure was completed using a non-bsc guide catheter and another 3.50mm / 38mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Damage was noted to the distal end of the stent; the 2 most distal stent strut rows were lifted and damaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was inspected and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).